Manufacturer narrative:
Device evaluation: visual examination determined that, the report of "needle stayed in pt's arm" was due to the needle being out of epoxy. A complete evaluation cannot be performed as no lot number was recorded by the user facility. The needle has been forwarded to the needle supplier (terumo medical corp.) And upon the completion of their evaluation a follow-up report will be submitted.

Event description:
User alleges they had one event of the staying in the pt's arm after injection. Needle was pulled out and no injury to clinician or pt.